Event description:
Clinical study has halted because of delayed healing in operative site briefly, all four subjects enrolled in the two studies experienced the following adverse events related to the surgical site; drainage from the surgical site, edema, increased pain and discoloration of the operated foot. Other reported adverse events related to the surgical sites were bullae, decreased sensation in the toe of the operated foot, wound dehiscence, eschar, fluctuance, seroma, limited range of motion of the toe of the operated foot, incisional maceration, numbness of the operated foot and skin distension. Subsequent to the initial report of these adverse events, the study sponsor broke the blind of (B)(6) and informed the study personnel at (B)(4) that the subjects enrolled in (B)(4) were implanted with the study control material, a non-lidocaine version of the hemostatic bone putty (orthostat), and FDA 510k cleared product. (B)(4) was an open-label study of the same product. All of the reported adverse events were duly recorded on the case report forms and were treated by the attending podiatrist.

Manufacturer narrative:
Orthocon, inc. Does not believe that the reported unanticipated adverse events were appropriately reported through the MDR system. Although the orthostat product was cleared via the 510(k) process (under the proposed brand name "hemosorb") this product was never marketed. Instead, the device was used in a clinical trial as a control material. As such, the any adverse events attributed to the device were most appropriately reported the (B)(4) that was overseeing the study. In fact, all follow-up communications regarding the initial and continuing clinical events have been responded to in a timely and thorough manner with written confirmation to both the clinical investigator and the (B)(4). Orthocon, inc. Is filing this response to the MDR because the investigator chose to file an MDR in addition to reporting the events to the (B)(4).